Event description:
It was reported that during a routine follow-up the patient stated that he had fallen. X-ray revealed that the atrial lead was dislodged. The lead was capped and replaced on (B)(6) 2013. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.